Manufacturer narrative:
A hawkone 7fr device was returned for evaluation connected to a cutter driver. Visual inspection was performed and biological debris within the housing of the distal assembly was observed. The coiled housing was intact; however the laser drilled coils were bent and compressed from the cutter window to approximately 2.5cm distal. The guidewire tubing showed a zipper tear throughout the entire segment. A portion of the guidewire tubing was peeled upwards from the proximal end and peeled distally. The rotating tip guidewire lumen was intact; however trace amounts of a green/yellow material was identified in the proximal end of the lumen of the device. It is likely that this material is ptfe coating which may have stripped off from a spider wire used during the procedure as it was indicated that the hawkone was used with a spider fx. This spider fx was not returned for evaluation. Functional testing was performed. The distal flush tool was placed over the distal assembly and flushed with water. It was noted that behind the cutter a clear film like material was present. This material was pulled against resistance and a portion of the clear debris was removed. The clear material could not be identified; but it should be noted the material did not dissolve. It is possible the material may have been pet from the inner diameter of the housing assembly. An inspection of the laser drilled coils after flushing under microscope found the coils bend and compressed with uneven spacing due the experienced stress encountered. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a h1-lx with a 7mm spider fx and a non-medtronic 7f sheath to treat a calcified lesion in the superficial femoral artery (sfa) described as moderately tortuous and severely calcified. The 120mm lesion exhibited 85% stenosis in an artery diameter of 6mm. During preparation and while taking the device out of its package it was noted that the tip of the green delivery catheter was kinked. There was no issue with hawk lx out of its package. The vessel was pre-dilated. The guidewire was hydrated at preparation and advanced over a bifurcation. Minimum resistance was felt upon withdrawal causing tip damage and the guidewire lumen was torn from the distal tip. The spider and the hawk lx were removed in tandem. A new spider and a new hawk h1-m were used to complete the procedure. The vessel was post dilated and there was no patient injury reported.